Event description:
It was reported that magnesium sulfate 2mg primary infusion infused in approximately 5 minutes as opposed to the expected 2 hours. The student nurse had two nurses verify that the set up was correct. When the infusion began, the student nurse noticed that the infusion was running too quickly and attempted to pause the infusion but it continued to infuse. A nurse in the hallway was notified, agreed that the infusion was infusing too quickly, and attempted to pause the infusion. By that time, the entire medication infused. Swat, pharmacy, and telemetry were notified. The nurses monitored the vital signs and patient status and there was no change. The event occurred in the surgical unit. There was no patient harm. The customer stated no further information is available.

Manufacturer narrative:
Additional information: d9, d10, e2, h7, h9. The customer¿s report that magnesium sulfate 2mg primary infusion infused in approximately 5 minutes as opposed to the expected 2 hours could not be replicated during this investigation. The inspection process performed on pump module sn (B)(6) found it to be in fair condition. A review of the pcu event log around the reported event date shows at 11:11:19 am, pump module sn (B)(6) received a remote IV primary infusion programmed for drug ID 386 (drug amount 2 grams) at a rate of 25 ml/h and vtbi of 50 ml for a duration of a 2 hour infusion. The primary volume infused was initially 0 ml. Approximately 20 seconds later, the pump module was paused. The primary volume infused was listed as 0.103 ml. Approximately six minutes later at 11:17:21 am, the pump module was channeled off which powered off the pcu. The primary volume infused was still listed as 0.103 ml. Approximately 13 minutes later at 11:30:06 am, the pcu was powered on and the infusion was restored on the pump module. Within a range of three minutes, there was sequential activity of the door and flow stop being opened, infusion restarted, infusion paused, patient side occlusion alarm, door opened and set removed, and pump module detachment from pcu. The primary volume infused was listed as 0.647 ml. The duration of this specific infusion was approximately nine minutes for a total volume infused of 0.647 ml. Further review of the log noted no further infusion from the device. An infusion was performed on the customer¿s returned pump module. During the infusion, the infusion was paused successfully and had no observed unregulated flow. An asm keypad test was also performed on the pump module. All keys registered/passed. The root cause of the customer¿s report that magnesium sulfate 2mg primary infusion infused in approximately 5 minutes as opposed to the expected 2 hours was not identified. An observation from a review of the log noted a medication drug amount of 2 grams was programmed instead of the reported drug amount of 2 milligrams. The actual infusion bag/container volume could not be determined from the event logs. No infusion bag/container was received for inspection. The root cause of the customer¿s report that the infusion was unable to be paused was not identified. Both a test infusion was able to be paused with no observed unregulated flow and a keypad test noted all keys to register/pass on the customer¿s returned pump module. A review of the pump module device history record showed the device had a manufacture date of 12/03/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Device history review: a review of the pcu device history record showed the device had a manufacture date of 05/15/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that magnesium sulfate 2mg primary infusion infused in approximately 5 minutes as opposed to the expected 2 hours. The student nurse had two nurses verify that the set up was correct. When the infusion began, the student nurse noticed that the infusion was running too quickly and attempted to pause the infusion but it continued to infuse. A nurse in the hallway was notified, agreed that the infusion was infusing too quickly, and attempted to pause the infusion. By that time, the entire medication infused. Swat, pharmacy, and telemetry were notified. The nurses monitored the vital signs and patient status and there was no change. The event occurred in the surgical unit. There was no patient harm. The customer stated no further information is available.